Manufacturer narrative:
Evaluation summary: the device is a multi-parameter patient monitoring system. The reported failure is that the unit has no alarm. Evaluation of the device confirmed the reported malfunction. The problem was isolaed to a fault on the main circuit board assembly and consequently it was replaced to restore device operation. The device was fully inspected and passed all performance and release testing.

Event description:
It was reported that this unit has no alarm.